Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any future issues arise, which the customer acknowledged and understood.